Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillators rfu (ready for use) indicator shows a red cross and there is a beeping sound. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint about the efficia dfm100 defibrillator indicating that the 'ready for use' (rfu) indicator showed a red cross and emitted a beep sound. The rse evaluated the device remotely and determined that this was a malfunction of the electrodes. Biomed replaced the electrodes and performed an operational and the device passed functional testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the electrodes. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the electrodes to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.